Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 75 mg/dl, and the meter bg reading was 605 mg/dl. The customer experienced a high bg of 605 mg/dl and was subsequently admitted to the emergency room (ER) on (B)(6) 2021 where they were treated intravenously with fluids of saline and insulin. The customer was released from the ER later the same day with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.